Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 25.3 months, reached a battery status of middle of life 2 (mol2) with a monitoring voltage of 2.54 volts. The patient is pacing 100% in the atrium and 50% in the ventricle. Outputs are programmed to 2.6 v @ 0.5 ms in both chambers. The patient has not recieved any shocks. The physician expressed dissatisfaction with regard to device longevity.